Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported a power loss, subsequently a delay of critical therapy was noted. At an unspecified time, the pump was programmed to deliver unspecified concentrations of levophed and vasopressin. No specific programming parameters were provided. It was reported "within the hour, the pump failed. It just shut off." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.